Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 52 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.